Event description:
Patient presents to ambulatory infusion center for chemotherapy administration. Prior to chemo administration lab work was drawn and port was flushed. During the flush, patient complained of a sharp pinch. Rn stopped flush and called md. Physician at bedside no visible issues noted port was de-accessed and treatment administered peripherally. Patient sent for dye study. Testing revealed complete disassociation of catheter from hub and catheter loop up into the lij vein. Patient scheduled for removal of port and insertion of new cva on the right side. Unfortunately, unable to locate device ID and manufacturer make and model. This device was originally implanted in 2017.